Manufacturer narrative:
Device evaluated by MFR: device evaluation in progress.

Event description:
Information was received indicating that a smiths medical cadd legacy pca pump exhibited low flow by -8%.

Manufacturer narrative:
One cadd legacy pca pump was returned for evaluation. Visual inspection of the pump found the pump's front and rear housing had slight damage. The functional testing included delivery accuracy testing. The delivery accuracy tests found the pump to be under delivering outside the published specification of +/-6%. Based on the evidence, the complaint was confirmed. The problem source of the event could not be identified.